Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2015 due to pain and elevated metal ion levels. The modular head was removed and replaced; and the procedure included soft tissue reattachment. A review of invoice history found patient is bilateral and underwent a left total hip arthroplasty on (B)(6) 2008. There has been no reported revision for the left hip.